Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the lead passed electrical testing. The helix was stretched and a tissue was entwined. There was a slight twist observed in the lead body due to the twiddler¿s syndrome.

Event description:
Boston scientific received information that the right ventricular (rv) lead had high thresholds and sensing issue. On fluoroscopy, the screw was partially retracted and was evident that the patient manifested twiddler's syndrome which caused the lead to dislodge. The rv lead was explanted and no longer in service. No additional adverse patient effects were reported.